Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument was not conducting properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and placed on the in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery and electrical continuity tests. No damage was found on the conductor wires. Isi advanced failure analysis confirmed the initial analysis findings. The instrument failed the continuity test, and during disassembly, the conductor wire was pulled slightly to be stripped for continuity test and the wire came out of the monopolar yaw pulley, indicating that it was broken at the distal end.